Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine [5 mg/ml] at a rate of 1.2984 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that an end of service (eos) alarm occurred on (B)(6) 2016 followed by a stopped pump may exceed tube set alarm on (B)(6) 2016 via the pump logs. There were no signs or symptoms of withdrawal but the patient had been sick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.